Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the clinic, the device was old and not performing optimally. The device was explanted (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 23, 2023.